Event description:
It was reported that in the paediatric anaesthesia recovery unit, a central venous catheter was placed via seldigner technique. After insertion, the guide wire was removed and it unraveled. An x-ray of the thorax showed two radiopaque areas along the catheter trajectory. The catheter was removed and some pieces were found within its lumes. As a result, a new catheter was placed.

Manufacturer narrative:
(B)(4).